Manufacturer narrative:
Loaner device provided. Customer replacing the hard disk drive themselves. Awaiting return of loaner as acknowledgement of efficacy of disk replacement.

Event description:
(B)(4).